Event description:
On 5/13/2024, it was reported by a sales representative via (B)(4) that an ar-9503-4245-6 univers revers modular glenoid system, combo humeral insert trial chipped in the case. The case was completed successfully without further action, and no reported pieces broke in the patient. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 5/21/2024: there was no case delay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.